Event description:
The customer contacted baxter's technical service center (tsc) regarding system error 2240 alarm (air in tubing) on the homechoce during drain 3 of 4. The patient used improper disconnect procedures, which caused the alarm. There was no injury or medical intervention indicated at the time of this report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. The cause of the alarm was due to an improper disconnect procedure. Use errors and proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide" which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies and for returning to therapy after the emergency disconnect procedure. A formal review of the label for the product family will be conducted. If additional relevant information is received, a supplemental medwatch will be filed.